Event description:
It was reported to medtronic neurosurgery that the doctor found the product to be leaking during the surgery. According to the report, the doctor used a new device to complete the surgery. The report stated that the patient¿s condition was normal.

Manufacturer narrative:
The returned device was patent and met the requirements for leak testing. Therefore the condition of the complaint could not be duplicated by laboratory personnel. The returned device also met the requirements for reflux, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for siphon testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the siphon control device resulting in fluid siphoning and/or reflux. The peritoneal catheter was returned in three pieces and met the requirements for patency and leak testing. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)